Event description:
Archer guidewires were used as accessory products in a patient during the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The patient was frail and not a surgical candidate. It was reported that the physician noticed some green flakes during the procedure as he inserted the second archer guidewire. Upon closer inspection it was noted that some of the green teflon coating had been shaved off the wires. Both wires were removed from the patient. The sheath was aspirated, yielding a small amount of the green material. The physician continued to aspirate the sheath until all green flakes appeared to have been removed. Another manufacturer's wire was used to complete the case. The stent grafts were successfully deployed. No clinical sequelae were reported and the patient is fine. The device was returned and the analysis is pending.

Manufacturer narrative:
(B)(4). Evaluation results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).

Manufacturer narrative:
Due to the manufacturing related issue, affected product recalled under z-1017-2013.

Event description:
The wire returned and its evaluation has been completed. The wire was within a hoop and showed several large areas of missing or partial coating were noticed. Flaking of the coating was noticeable while it was within the hoop. The wire was removed from the hoop and segments of missing/partial coating were observed. The wire also was wet. The coating was missing from 2 cm from the proximal weld to the start of the coating at the proximal end of the wire. A flake of coating was observed under the microscope and revealed that the inner surface of the coating was shinny/reflective.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.